Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was producing constant tones. The device was interrogated and found to be in fallback mode. The device was explanted and replaced.